Event description:
Additional information: it was reported that upon revising the pump, it was determined that the sutureless connector was not attached at the pump and was causing a blockage, which was why "the pump wasn'[t flowing as much as it should". Following revision, the patient had been responding extremely well to the therapy. The patient was checked into a home hospice program and follow-up was difficult as the reporter had not been able to make contact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A pump volume discrepancy was reported. The actual residual volume (arv) was greater than the expected residual volume (erv) with the arv being 19 ml and the erv being 6 ml. The pump was refilled with a higher concentration, and a bridge bolus was programmed. A roller study was done. The bridge bolus was canceled, and "0.01 ml was infused for the roller study." It was confirmed that the rollers were turning. A dye study was not going to be performed. The physician was considering a revision. The patient was not having symptoms and was getting relief when the personal therapy manager (ptm) was being used. The patient was a cancer patient and was "perhaps" taking oral medication. The device system was used to deliver dilaudid (hydromorphone). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).